Event description:
Reporter stated that patient sample was measured using the accu-chek sensor system with a result of 75 mg/dl. An additional sample obtained from the same patient reportedly measured 30 mg/dl on a laboratory instrument. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.